Manufacturer narrative:
Exemption number: e2017017. (B)(4). The mobile somatom emotion 16 was at the reporting facility under contract with a third party provider. The facility requested the system be removed by the provider, which occurred on may 8, 2017. The system is now stationed at (B)(6). The subject device has been modified by the customer and no longer meets siemens configuration or specifications. Siemens does not provide service for this subject device. The customer has been made aware via a letter in regard to unauthorized modifications to siemens systems, that their modification is not approved by siemens and that safe and effective operation of the modified device cannot be assured. Siemens unauthorized modifications

Event description:
Siemens healthcare received a request for service from the customer's third party service provider on (B)(6) 2017. At that time, it was reiterated to the third party service provider and the customer that siemens does not provide service for the subject CT system because the device has been modified by the customer and no longer meets siemens configuration or specifications. During a follow-up call to the customer on (B)(6) 2017, it was reported by the customer that on (B)(6) 2017 the CT system failed during a biopsy procedure involving anesthesia and the needle was in the patient when the system went down. The patient was removed from the system, recovered from anesthesia and taken to surgery to have the biopsy finished. No report of injury or adverse outcome to the patient. These event details were not disclosed to siemens at the time of the request for service on (B)(6) 2017.